Manufacturer narrative:
Distal stent graft-induced new entry after frozen elephant trunk procedure for aortic dissection ann vasc surg 2023; 97: 340¿350 https://doi.org/10.1016/j.avsg.2023.05.015 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding 'aortic dissection distal stent graft-induced new entry after frozen elephant trunk procedure for aortic dissection'.  The time frame of this study was over 6 years.  Valiant captivia stent grafts were implanted in patients during the aortic repair of aortic dissections in combination with fet procedure. Multiple manufacturer's devices were used in the study population. Among patient adverse events included: 'cerebral complications in 4 patients (8%), spinal cord ischemia in 2 patients (4%), aorto-esophageal fistula in 2 patients (4%), and distal stent graft-induced new entry (dsine) in 12 patients (23%)' . Deaths occurred in the study population. The causes of death were 'cerebral infarction (n=1) and multiple organ failure (n=1)' . There was no information to suggest any medtronic device failure caused or contributed to a death.  No further information was provided pertaining to medtronic products.